Manufacturer narrative:
The lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted. This lead was attempted to be repositioned due to high pacing thresholds, but the helix did not retract. The physician was able to remove the lead from patient's body. There was tissue preventing helix to retract. No additional adverse patient effects were reported.